Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the breathing circuit was assembled incorrectly on the part of the y-piece. All points were connected but to a closed bypass so that a ventilation and normal functionality were not possible. No patient injury reported.

Manufacturer narrative:
The affected breathing circuit is a disposable one where the tubing is not bonded to the y-piece. The instructions for use of the breathing circuits describe the set-up of hoses, water trap and y-piece schematically. Based on what was reported by the users, the hoses were pre-assembled in such a way that the two ports of the y-piece were short-circuited. Such a ¿misconnection¿ is easily recognizable before use, because the hoses do not form a coherent system but rather two subsystems that are decoupled from each other. In this particular case the users obviously detected the failure, corrected it, and used the breathing circuits as intended. Consequently the breathing circuits were not available for investigation. Hence we were not able to confirm the reported issue. However, as part of our global post market surveillance activities, a case was reported to us in october 2018, in which a faulty connection of the breathing circuit resulted in the patient not being connected to the anesthesia machine. This resulted in a temporary, reversible deterioration of the patient¿s state of health. In this second case, the users reported that they believe that the breathing circuit was already pre-assembled in the packaging. In addition to the above mentioned cases, a third case was evaluated for the purpose of risk assessment, which occurred end of november 2018. In this case the users assembled the breathing circuit in a similar way and consequently created a short-circuit as described above. The failure was not detected prior to use and the patient suffered from a serious deterioration in state of health. There were was no information indicating that the breathing circuit had already been delivered improperly pre-assembled in the packaging. At the end of 2018, dräger issued a field safety notice to inform the users about the need for careful pre-use testing.

Event description:
Please refer to the initial-report.